Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that the patient developed an infection.

Manufacturer narrative:
Additional information was received that the patient was experiencing a metallic taste in the mouth and more pain from the scs.

Event description:
A report was received via social media that the patient developed an infection.